Event description:
It was reported to philips that the system was frozen. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed that the system keeps freezing. Rse reviewed the logfiles and identified rmt - iec: icontrol interface lost connection with internal component. Philips field service engineer (fse) visited onsite and confirmed that the network card has problems. Fse replaced the suite pc which resolved the issue. After that, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event and the procedure was completed as planned by restarting the system. A philips remote service engineer (rse) examined the system remotely and was notified by the customer that the monitors in the control room show errors related to communication problems. The rse suspected an issue with suite pc or the software. A philips field service engineer (fse) inspected the system on-site and identified an issue with the network card in the suite pc. To resolve the issue, the fse replaced the suite pc and carried out a software installation. The system was returned to use in good working order and ready for clinical use. The suite pc was returned for further analysis. Functional testing was performed, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable.